Manufacturer narrative:
D1 was updated.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that three infusion sets from the same package were leaking at the headset after the delivery of a bolus on three different days. This led to a wet self-adhesive plaster and high blood glucose levels up to 400 mg/dl.